Event description:
Surgeon was attempting to remove an accolade2 stem and the hudson adapter that was threaded into the stem broke at the stem/bolt junction during attempted back slapping. Surgeon then opted to use an "orthovice" backslap to remove the stem.

Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis was performed, concluding the following: the adapter fractured in a mixed mode overload fracture, caused by the application of an off-axis overload. The fracture initiated at the root diameter of the first thread closest to the adapter body. (B)(4). No material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
Surgeon was attempting to remove an accolade2 stem and the hudson adapter that was threaded into the stem broke at the stem/bolt junction during attempted back slapping. Surgeon then opted to use an "orthovice" backslap to remove the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.